Event description:
Mynxgrip device failure. Device did not deploy appropriately. Device/mynxgrip remained in the sheath resulting in hemorrhage, hematoma and requiring a manual pressure hold and an overnight admission to the hospital for observation. FDA safety report ID# (B)(4).